Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii. It was reported that the patient has a retrograde cervical paddle lead 39565. When the healthcare provider (hcp) changed ins which was hooked up to 60 cm extensions, he directly connected leads to ins and moved pocket to chest under clavicle. Connectivity check was green but impedance issue on 6 contacts showing orange (avoid) with most contacts elevated. Patient was connected to neuromonitoring and showing activity in right arm. Hcp was comfortable with leaving device in and proceeded with implant. Post-op contacts 11-15 working well. Patient needs to target right arm and therapy was only hitting left arm. Programming kept resulting in oor and seeing contacts in the 15-17000 ohm range. The caller was not with the patient. Ts reviewed that other than positioning and condition of the lead, there are no tricks to help with contacts that are elevated. The best thing to do is to program around best pairs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause unknown. Impedances still high as of (B)(6) follow up. Electrodes that have high impedances on right side of lead. Patient tried new programs on (B)(6) including higher frequency programs with low amplitudes. Issues not resolved. Will continue to try different programs